Manufacturer narrative:
B5- additional information: per the reporter blurred vision immediately post-op is an expected occurrence. The patient is "happy and adapted." Claim# (B)(4).

Manufacturer narrative:
Weight, race, ethnicity: unk. Date of event:unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6, -11.5/+3.5/113 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Blurred vision in the immediate post-operative control is reported. Reportedly the lens remains implanted.